Event description:
Customer reported that she is receiving no delivery alarm. Customer stated that the up and down buttons on the pump were not responding. Customer's blood glucose was 193mg/dl. Troubleshooting was performed. Customer stated that after the troubleshooting the pump did not alarm and buttons were responding. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.